Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced into the patient anatomy, but there was difficulty getting the clip below the mitral valve due to the patient anatomy. After about 2 hours and several grasp attempts, the physician was able to grasp the leaflets and deploy the clip. It was decided to implant a second clip to stabilize the first clip; however, during preparation of the second cds, the first clip detached from the posterior mitral leaflet (slda). Echocardiogram conditions were worsened due to the temperature of the probe. Due to patient anatomy, the physician was unable to grasp both leaflets with the second clip. The procedure was aborted and mr remained unchanged at grade 3. A surgical mitral valve procedure will be scheduled at a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Correction: (B)(4) removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported physical resistance, difficulty grasping the leaflets and single leaflet device attachment (slda) appears to be related to patient morphology/pathology (dilated and calcified mitral ring, sclerotic leaflets, prolapsed anterior mitral leaflet with a large posterior eccentric jet, short and restrictive posterior leaflets). The reported unchanged mr appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.